Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during trialing use. No further information is available at this time.

Event description:
No further information is available at this time.

Manufacturer narrative:
Visual examination of the returned product confirms the reported instrument wear and fracture damage. Review of device history records identified no related manufacturing deviations or anomalies. The root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.